Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿pain and deformity of the breast, capsular contracture grade IV", "contractures of greater number and size, some associated with thickening of the fibrous capsule¿; "periprosthetic liquid collections"; " signs of breakage", "suspicious signs of extracapsular rupture¿; ¿solution of continuity of the implant towards the posterior portion and axillary region¿; "axillary regions with inflammatory-like nodes, with a slight restriction on diffusion" and "the presence of small nodular images, isointense to soft tissues with restriction on diffusion, in the axillary region."

Event description:
Healthcare professional reported left side pain and deformity of the breast, capsular contracture, baker grade IV, and diagnosed via ultrasound and MRI "contractures of greater number and size, some associated with thickening of the fibrous capsule, as well as periprosthetic liquid collections", "radial folds and some lobulations", "signs of breakage", "small nodular images alternating with linear images, suggestive of fibroglandular tissue and images suggestive of small cysts smaller than 5 mm", "calcification", "solution of continuity of the implant towards the posterior portion and axillary region with the presence of small nodular images, isointense to soft tissues with restriction on diffusion, in the axillary region", "axillary regions with inflammatory-like nodes, with a slight restriction on diffusion", and "suspicious signs of extracapsular rupture". The event of "images suggestive of small cysts smaller than 5 mm" is not device related. The device remains implanted.